Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient has talked to their healthcare provider (hcp) and is tired. Ever since starting the ins, they have had problems. Sometimes, the patient feels like they should take a gun and just end everything. Their hcp isn't treating the patient the way that they need to be treated to find out what is causing all of this. It was confirmed that the patient isn't in a suicidal state right now, but they have been before where they wanted to. They know themselves more now. Patient has also experienced headaches/migraines, and fluid retention. Their headaches/migraines have worsened since implant and they have received shots for their headaches/migraines. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the cause of the suicidal thoughts was not determined, and it is not known if they were related to or caused by the device or therapy. The patient had the interstim removed to resolve the fluid retention. There were no further complications reported or anticipated.